Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/23/2015 with the following findings: the original complaint was confirmed in the black box but not duplicated during investigation. The black box showed a loss of prime warning associated with a low non-zero force on (B)(6) 2015 at 19:05 with low non-zero force; deliveries resumed at 19:32. A 24hr duration test was completed with no loss of prime warnings duplicated. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required range and delivering accurately. The force sensor calibration check showed that the pump was detecting the correct force. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient experienced a blood glucose of 485 mg/dl with confusion associated with a loss of prime issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was reported that the loss of prime occurred greater than 3 times despite changing the cartridge from different boxes. This complaint is being reported because the patient allegedly experienced hyperglycemia because of a loss of prime issue.